Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl was confirmed. The pcu event log showed the pca was programmed at 3:40 pm on (B)(6) 2015, to infuse a pca dose only infusion of fentanyl 10mcg/1ml, contrary to the customer's report of a starting (programmed) concentration of 50 mcg/ml. The syringe in use was a 30ml terumo syringe with 23.2571ml detected. The user entered 10mcg for the pca dose with an 8 minute lockout and no max limit. Each pca dose delivered 1ml. There were 3 pca dose requests made at this dose between 3:57 pm and 4:57 pm for a total of 3ml infused. At 5:19 pm, the user changed the dose to 15mcg. Each dose delivered 1.5ml. There were 13 successful pca dose requests and 11 unsuccessful pca dose requests made between 5:23 pm and 9:55 pm, for a total of 19.5ml infused. The total volume recorded as being infused from the start of the infusion until the near end of infusion alarm was 22.5ml. The starting volume of the syringe was 23.2571ml. The root cause of the overinfusion of fentanyl was identified as user programming. Selection of an incorrect concentration resulted in an error of 5 times the intended dosage.

Manufacturer narrative:
Concomitant medical products: 30 ml syringe (vendor and lot unknown); therapy date (B)(6) 2015. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the patient had a fentanyl pca 1500mcg per 30cc syringe for a concentration of 50mcg per ml. Patient received fentanyl pca 10mcg every 8 minutes lockout initiated at 1540. Two nurse witness the start of infusion. The dose increased to 15mcg every 8 minute lockout at 1700. Pump was monitored every 1 hour until 2000 (per hospital protocol at (B)(6)). At 2200 pump was beeping almost empty, "too soon". The concentration was showing at 10mcg per ml not the initial dose of 50mcg per ml and showing patient received 225mcg of fentanyl. No patient harm reported by customer.